Event description:
The t2 failed to deploy. No patient injury was reported. A backup device was available to complete the procedure.

Manufacturer narrative:
The device was returned for evaluation. This device was received in good condition. There were no t¿s or sutures returned. No mechanical problem was found. This device cycles and actuates as intended. There is no apparent twisting or bending of the delivery needle. This complaint is affiliated with four others. No root cause related to the manufacture of the device can be established. No further investigation is warranted. It was later found that c-0139617 had 5 sets if t¿s and sutures received. Apparently these belong to the other four related complaints as well. The condition of the t1¿s indicates a problem with cinching the suture. They all are cinched around the v notch lengthwise around the anchor. This would inhibit proper fixation through the meniscus.